Manufacturer narrative:
Other applicable components are: product ID 3708240 lot# serial# (B)(4) implanted: (B)(6)2006 explanted: (B)(6) 2015 product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain and chronic low back pain. It was reported that the patient had their battery and leads replaced in 2015. The patient stated that it was terribly painful to have the whole system replaced because the wires got encrusted with scar tissue and adhesions it wouldn¿t work anymore. So it took the doctors 3 hours to scrape them off their spinal cord. No further patient symptoms or complications were reported in this event.